Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the device. This was not due to hyper coagulation. It was noticed after about 10 minutes of usage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood were observed. Traces of charred tissues were evident on the jaws and heater wire. Microscopic inspection showed the heater wire on the hot jaw was flexed away. The heater wire was detached at the tip but remained attached at the base. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "bent wire" was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the device. This was not due to hyper coagulation. It was noticed after about 10 minutes of usage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.